Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. The balloon and markerbands were examined. Microscopic examination of the balloon revealed a 5mm tear in the balloon material on the proximal end of the device. Microscopic examination presented no irregularities in the balloon material and ro markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. There is no indication that the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12446. It was reported that balloon rupture occurred. The 90% stenosed target lesion was an in-stent restenosis (isr) of a previously implanted non-bsc stent located in a moderately tortuous and severely calcified coronary artery. A 3.00mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However during inflation at 10 atmospheres, the balloon ruptured. The device was removed and a 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation over 10 atmospheres, the balloon ruptured probably due to the lifted edge of the stent struts. The device was completely removed from the patient and the procedure was completed with this device. No patient complications were reported and no patient injury.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12446. It was reported that balloon rupture occurred. The 90% stenosed target lesion was an in-stent restenosis (isr) of a previously implanted non-bsc stent located in a moderately tortuous and severely calcified coronary artery. A 3.00mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However during inflation at 10 atmospheres, the balloon ruptured. The device was removed and a 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation over 10 atmospheres, the balloon ruptured probably due to the lifted edge of the stent struts. The device was completely removed from the patient and the procedure was completed with this device. No patient complications were reported and no patient injury.